Event description:
It was reported that this brady lead was not implanted successfully due to product performance issue. A new brady lead with the same model was placed. No adverse patient effects were reported.